Manufacturer narrative:
Additional information was added to the following fields: d6a: implant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements. A system revision and a potential lead replacement were discussed. At this time, this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements. A system revision and a potential lead replacement were discussed. At this time, this device remains in service. No further adverse patient effects were reported.